Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between august 13-14, 2025. H11: one device was received for evaluation. A visual inspection was performed, and it was noted that there were traces of silicone oil were also noted on inner wall of the device. Silicone oil is a medical fluid that conforms to usp class v for non-volatile material. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential bladder rupture from housing contact during use. Silicone oil from the bladder may have dripped onto the interior wall of the housing during transport; this condition is cosmetic and has no impact on the function or safety of the product. A leak test was performed, and no evidence of a leak was observed. Based on sample evaluation results, only traces of silicone oil were observed on the inner wall of the devices. No evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. During preparation of a prefilled infusor (medicated solution not reported) a leak was observed inside the bottle. The event occurred prior to patient use; therefore, there was no patient involvement. No additional information is available.